Event description:
Per rep, dr was in a case pushed the button on the quickdrive mini and let off, the product still rotated and wouldn't stop for couple of minutes. The rep had another quickdrive, so the surgeon used that one instead.